Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the lcb distal cover glass broken, the suction channel buckled, the control body corroded, the air/water channel leak, the remote control buttons leak, the remote control buttons cut, the objective lens unit dirty, the eog valve loosened, the segment worn out, the light guide cable worn out, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).